Event description:
It was reported that during a bariatric procedure when the surgeon fired the device using a white reload on the first firing over the jejunum for the first transection the second squeeze was more difficult than usual. When the surgeon observed the staple line it had fired malformed staples that were open ended on the proximal end of the staple line. They were having difficulty opening the device and the surgeon pushed the release button very hard and the device came open. They then took the device to the back table and dry fired it with a blue reload. They then used the device with gold and blue reloads to complete the procedure. There was no patient consequence reported. The device and reloads were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.